Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the catheter bunching and becoming caught on the guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. Usage residues were observed throughout the sample. The safety button had been pressed and the needle was fully withdrawn into the housing. The catheter overlaid the guidewire. The catheter tubing was kinked at multiple points along its length. Microscopic inspection of the sample confirmed abundant and severe deformation of the catheter at multiple points, including the distal tip. The distal edges of the catheter curved inward. Following removal of the wire from the catheter, a break was observed in the coil region. The distal catheter fragment was not located. Microscopic inspection of the wire revealed a granular fracture site. A sharp bend was observed in the vicinity of the break. The catheter bunching was consistent with the catheter either becoming caught on the guidewire during catheter advancement or guidewire withdrawal. The break in the wire was consistent with initial kinking, followed by removal against resistance, resulting in a tensile break. It appeared that guidewire damage occurred and the wire subsequently interfered with the catheter. A lot history review (lhr) of redt2653 showed no other similar product complaint(s) from this lot number.

Event description:
The nurse reported the guidewire and catheter placed fine but when they went to retract the needle it the catheter became bunched and the guidewire caught on the needle. It was stated this happened with two patients. On (B)(6) 2020- returned wire is frayed.